Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. It was not performed the DHR, maintenance record analysis and quality notification analysis, because batch number was not informed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: it was not performed the DHR, maintenance record analysis and quality notification analysis, because batch number was not informed. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis. Root cause description: it was not performed the DHR, maintenance record analysis and quality notification analysis, because the batch number was not informed. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect.

Event description:
It was reported that "the connection between the needle and the syringe of the unspecified bd¿ syringe and needle product is not firm and constantly disconnect." Found during use. No report of serious injury or medical intervention.